Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain and irritation at the ipg site. The physician prescribed the pt antibiotics prophylactically at the postoperative visit which did not resolve the issue. Additionally, the physician does not believe the pocket is infected as the pt has no other symptoms and test results revealed no anomalies. Follow-up revealed the pt will undergo surgical intervention to address the issue at a later date.